Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 429 mg/dl at the time of incident and the current blood glucose level was 241 mg/dl and other blood glucose level was 223 mg/dl. The customer was assisted with troubleshooting and declined to high blood glucose. The customer was treated with bolus for high blood glucose. Customer stated that the blood at the site and tape was not sticking properly. The insulin pump will not be returned for analysis.